Event description:
The customer reported that a vertical bar intermittently appears in the image. Additional info stated that this occurs 10% of the time and sometimes occurs several times during one study. It is possible that the image was retaken, resulting in additional radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. Gender info was not provided. (B)(4). The sensor was returned for evaluation. The service engineer was not able to reproduce the bar artifact on the image. He took 200 images and applied pressure to the tab in question, but the problem did not appear. Three shock sensors were tripped and there were scratches on the cover. No problem was found inside the detector. Based on the data from the customer site, the service engineer replaced the flat cable between the ad board and ad-a board. He performed calibration and self tests and all functions met specifications. (B)(4).